Manufacturer narrative:
Further review of complaint history indicates the ipg met expected longevity as it remained functional for more than 120 months. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Further review of complaint history indicates the ipg met expected longevity as it remained functional for more than 120 months. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient may have their ipg replaced for an unknown reason.